Event description:
On (B)(6) 2026, senseonics was made aware of an incident were user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies could attributed to user taking doxycycline and the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. Customer care attempted to inform the user that medications in the tetracycline class, including doxycycline, may impact eversense readings and acknowledged that the system should not be used for treatment decisions while taking this medication as indicated in the eversense user guide, but they remained unresponsive. Further troubleshooting or investigation was not possible as the user was unresponsive to multiple communication attempts. Per dms review, the user was using the system with up-to-date information.